Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a corflo cubby low profile gastrostomy device was placed in an enteral feeding device replacement procedure. According to the complainant, soon after feeding the nutritional supplement leaked from the y-port. This device was replaced with another enteral feeding device (unk MFR). There were no pt complications reported as a result of this event. The pt's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.